Event description:
It was reported that the system 9600+ would continue to fluoroscope even when the control button is released. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Suspect interlocks were activated for some reason and the system freezes in the mode it was in. There is no xray being produced when the interlocks are activated. Found battery pack to be marginal and replacement on order. The system was further tested and found to be working as intended and placed back into service.